Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was identified that during a peripheral orbital atherectomy procedure, an abrupt vessel closure occurred. The event was identified by a third party vendor, core lab. Core lab reviewed all procedural angiograms as part of a csi clinical trial. The target lesion was 130mm in length and was located in the anterior tibial (at) artery. The physician treated the lesion using a csi orbital atherectomy device (oad). The physician removed the oad and followed-up atherectomy with balloon angioplasty. No complications were noted during the procedure and the patient status remained stable throughout. It was noted that the at artery was patent at the end of the procedure, but the distal segment remained occluded. Follow-up review by core lab identified an abrupt vessel closure; however, no complications were noted by the treating physician during the procedure.